Manufacturer narrative:
Concomitant medical products: item: shell porous with cluster holes 58 mm, catalog #: 00-6202-058-22, lot #: 61056024. Item: liner st. 3.5 mm offset 36 mm i.d. For use 58mm o.d. Shell, catalog #: 00-6305-058-36, lot #: 60974656. Item: femoral head sterile prod. Do not resterilize 12/14, catalog #: 00801803601, lot #: 60977469. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately three months post implantation due to aseptic loosening of the stem. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: aseptic loosening. Event summary: njr informed zimmer biomet about certain patient's experiences with alloclassic sl stems resulted in revision surgeries. The case at hand treats the experience of a 65 years old male patient. The patient was revised around 3 months post implantation due to aseptic loosening of the stem. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause determination for "aseptic loosening" for the alloclassic, sl stem usingrmw: aseptic loosening of stem due to incorrect distribution of load due to design not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem, bone fracture due to insufficient primary stability due to design not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem due to insufficient secondary stability due to blasted surface structure not possible a systematic issue with design and or material would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem due to insufficient secondary stability due to surface structure not possible a systematic issue with design and or material would have been detected as part of the issue evaluation assessment . Metalosis, aseptic loosening of stem due to excessive wear due to micromotion in taper connection (fretting) possible, since no device received for investigation the therefore the condition of the componen is unknown. This cause can therefore not be excluded. Aseptic loosening of stem due to laser marking not readable in normal lighting conditions use of wrong stem possible, no information about issue with not readable laser marking received. However, since no device received for investigation, it cannot be verified if correct stem was used. This cause can therefore not be excluded. Implant dislocation loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant => possible, no information about packaging issue received, however, since no device received for investigation, it cannot be verified if correct stem was used. This cause can therefore not be excluded. Conclusion summary: it was reported by njr that a patient experienced aseptic loosening around 3 months post-implantation and underwent therefore a revision surgery. Neither x-rays, operative notes, office visit notes, nor the device or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).